Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge septum material was drawn into the syringe during the cartridge loading process. Customer used another cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).